Event description:
Intl customer reports that a pt developed massive bleeding following a gastrectomy procedure. The pt was returned to surgery to control the bleeding at which time the surgeon reports that the drain was collapsed resulting in poor wound drainage. No further info was provided.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.